Manufacturer narrative:
The device was returned and evaluated, and the investigation for the reported self-check error has been completed. Data analysis: the imc logs revealed that the console was failing system self-check due to checkversions failure. This can be a result of an incompatible firmware (fm) version. Device analysis: as received, the failure mode could be persistently reproduced. Upon further inspection of the systemconfig file on the console, the console was found to have undergone the installation for aic software v8.4 in emfg, but for an undetermined reason, the wrong fw was kept on the sau_powermod_1 and 2 modules. The root cause for the failure of system self-check was due to incompatible fw on the pbm. The reason for the wrong pbm fw was undetermined. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During preparation, the automated impella controller (aic) failed self-check and would not start. The console was replaced with a backup unit, and there was no reported patient harm.